Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(4) 2011 - litigation papers allege discomfort, pain, and soreness. Additionally alleged extensive necrosis, pseudotumor, large amount of fluid, caseous material and acetabular loosening was discovered intraoperatively. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not possible as the necessary lot and product code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional information: catalog and lot numbers, implant date, 510k number, manufacturing date. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.